Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the pessary string fell apart during removal and had to go to the doctor to have it removed. Consumer was experiencing vaginal bleeding after removal of pessary. Consumer is doing fine.